Event description:
According to the information received, an amplatzer septal occluder was implanted in a patient. A pericardial effusion was not seen prior to discharge but was noted at the 3-month follow-up visit. No medical intervention occurred and the effusion resolved spontaneously. Since the effusion was "not significant", the event was not reported to the sponsor.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer septal occluder involved in this incident since the device remains implanted. The aga medical erosion board reviewed and adjudicated this event on (B)(4), 2011 and determined no erosion occurred.